Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, a patient with an over correction three weeks following lasik treatment. The physician suspected that the corneal cutting problem was caused by the instability of the energy. The patient is stable and continues to be seen in follow up. Additional information received the left eye was over corrected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Logfile review for the day of treatment showed all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile showed successfully performed treatments. The user performed an energy checks before this patient. The energy was stable during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. Clinical applications specialist review stated after a site visit and the investigation of all the available pre and post op data of left eye, there are some reasons which could be causing this over-correction. The post op topography showed an induced coma that means the patient head was not well aligned in axis when starting the ablation (iris registration function was not in use for this case). The flap was decentered superior/temporal, and the center of the topo-guided treatment was located in the opposite direction nasal/inferior. The customer was using his own individual nomogram whereby we expected additionally a small over-correction in sphere and cylinder. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).